Event description:
Endoscopic cannulated drill bit lot number and drill tip passing pin 2.7 mm x15 mm with graduations to 180 mm. Lot number 2109578, and reference number (B)(4), expiration date 02/14/2028. When these items snapped in half while drilling a passage to pass an acl (anterior cruciate ligament) graft. No harm to date. Reference report: mw5118739.